Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device stopped working when in use. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.